Event description:
It has been reported to philips that the wired foot pedal does not work well. Fluoroscopy was not possible in the examination room. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the wired footswitch. After the footswitch was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and confirmed that the foot pedal for double-plane fluoroscopy in the examination room does not work well. Upon functional testing fse found that, the front and side fluoroscopy were functioning normally. The defective part was returned for analysis and cause of the defect was confirmed for the biplane footswitch. To resolve the issue fse ordered and replaced the wired footswitch in the examination room. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.